Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat a lesion in the anterior tibial artery that had multi segmental vessel tortuosity. The device and 6f introducer were inspected by the doctor before the procedure and no problems were observed. No resistance was noted advancing the device, however during use the balloon catheter detached from the shaft as the device was advanced through a 6f introducer. One section of the device remained in the sheath while another section was in the patients right sfa. The device was recovered with a snare without affecting the integrity of the patient. The lesion was treated with another amphirion. No other patient injury or other sequelae reported for this event.

Manufacturer narrative:
Evaluation summary: the proximal portion of the shaft, connected to the hub, was returned broken on the proximal balloon welding. The distal portion included balloon and a stretched portion of the guide wire tube inside the balloon, broken close to the tip welding. The proximal marker was missing. The length of the guide wire tube broken was 100 mm. An attempt to insert the guide wire on the portion of the gw lumen was performed; however it was stuck at approximately 50 mm from the proximal side due to stretching of the tube. The guide wire was inserted from the hub to the rupture point without any abnormalities. No other abnormalities detected.